Manufacturer narrative:
The customer¿s report that the secondary set luer lock connector at distal end of the line detached from secondary tubing was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and the male luer. Closer inspection of the separation under magnification observed that the tubing had insufficient solvent applied to male luer's engagement during manufacturing process. Functional testing was not performed due to the male luer separation and obvious leak that would occur at the separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the secondary set luer lock connector at the distal end of the line detached from the secondary tubing when the nurse was attaching the secondary line onto primary IV line. No patient involvement was reported, the separation was noted prior to patient attachment.